Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) ubd: 15-mar-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving morphine 5mg/ml at 1 mg/day and bupivacaine 15 mg/ml at 3 mg/day via an implantable pump. It was reported the patient underwent an anterior and posterior approached spinal fusion. The spine segment of the catheter was in the way of the pedicle screws. The neuro surgeon cut the spinal segment and tied it off and left it implanted in the patient. The pump segment was tacked down until the end of the spinal fusion. At the time all the hardware was placed by the neuro surgeon, a new 8782 spinal segment and collet was placed to create a full working catheter. Everything was then hooked up to the pump and worked as expected. It was reported the pump and catheter were working properly at the time of the neuro surgery, the company representative just had to assist with the needs of the neuro surgeon. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.